Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and the supply bag that led to this alarm. It was further reported that there was a leak from an unspecified location. No damages were noted on the supplies. Renal therapy services (rts) assisted caregiver with ending therapy and reviewed proper procedures. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.